Event description:
The lead had a pace-sense conductor failure indicated by high impedance and loss of capture. The lead remains implanted to utilize the shock portion, while another pace-sense lead will be implanted.